Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported the device buzzed but would not unlock. The screen was intact, and restarting did not resolve the issue. A replacement was arranged. Blood glucose was not impacted.